Manufacturer narrative:
Two endotracheal tubes were returned for evaluation. Visual inspection of the devices were found to be in good physical condition. The device underwent functional testing by using a syringe to inflate the cuff and subsequently was submerged under water. Leakage was observed to be coming from a small tear in the cuff. 32 units were reviewed during manufacturing; cuff was inspected and fit inflation line and pressure decay tests were conducted. No discrepencies were found. The reported customer complaint has been confirmed, but the problem source has been determined to be unknown. Each device shall be inflation tested prior use as per IFU 10016028-001 rev 100 instructions for use - polar preformed tracheal tubes. Page 4: "the integrity of the cuff and inflation system should be checked prior to insertion." It is the most probable that the cuff tear occurs during intubation procedure due to contact with sharp edge which is in conflict with IFU 10016028-001 rev 100 page 3: "guard against cuff damage by avoiding contact with sharp edges."

Manufacturer narrative:
One video was returned for evaluation. Visual inspection from observing the video found the tubing to be kinked. The reported customer complaint has been confirmed. In attempt to reproduce failure mode, one tube was taken from production and was bent with the hand for several minutes. As a result, the tube bent and remained in that position. The most probable cause of issue has been determined to be that hte tube became damaged after it left shm facilities, or a lack of detection by production personnel. Definitive problem source is unknown.

Event description:
Information was received that the cuff of a smiths medical endotracheal tube had ruptured while patient underwent nasotracheal intubation. This was done through the right nostril uneventfully. An orotracheal tube was used as use of the nasotrach was unsuccessful. It was reported that the surgery proceeded without further complications.